Event description:
Pt's spouse called lfs in 2004 and alleged that pt's meter was powering off during use spouse stated that they were not sure if this meter belonged to them nad pt or the assisted living facility where they both reside. Pt's spouse stated that spouse do not know when was the last time that the pt actually used the meter. Spouse stated that the facility might have been testing the pt. Spouse also stated hat the facility provided medical attention when needed. Spouse did not know if pt received any medical attention. The issue with the meter was unresolved. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. The meter and test strips are being replaced for the pt.